Event description:
Tech alleged that the brake caster at the head end of the bed was moving when in brake mode. No pt impact.

Manufacturer narrative:
The tech adjusted the head end brake caster to resolve the issue.